Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused severe pain, popping and clicking noises, and elevated cobalt and chromium levels. "Update: (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Papers allege patient suffers from excessive levels of chromium and cobalt in his blood. Papers also allege device failed to achieve proper bone ingrowth and proper fixation." Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and synovial irritation. Corrosion was found on the stem neck/trunnion area. The stem, stem sleeve and asr sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014